Manufacturer narrative:
Unit received unable to perform the displacement due to complete broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that battery compartment was cracked. The troubleshooting was not performed. The insulin pump will be returned for analysis.